Manufacturer narrative:
Product analysis: a visual and microscopic review of the set reveals that there is some deformation to the node of the set screw. There is also some damage to the threads. The damage to the treads starts on the first thread which is consistent with misalignment. With the damage to the threads being heavier on one side it is possible that the screw came in contact with the rod causing extra pressure to be placed on one side of the thread. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 5540030, 510k# k113174 and (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with lumbar spinal canal stenosis underwent posterior lumbar fusion at levels l2/3, l3/4 and posterior lumbar interbody fusion at l4/5. Intra-operatively when the surgeon attempted to place a set screw after mating a rod and a screw using rod reducer plier, metal fragments occurred from the thread of the set screw. The new set screw was used and tried but it failed. For the third time, the surgeon exchanged it to a new one again and tried but same thing happened. At the time of the fourth attempt, the sales rep advised ¿please tighten the set screw slowly¿ to the surgeon, and then the final tightening was successful. No fragments of the implant remained inside the patient. No patient complications were reported as a result of the event.